Event description:
It was reported the device failed high and low calibration and needs to change battery. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications and passed test. Performed pump on the pressure station and test passed. However, multiple no disposable messages were found in the event history log that could have been caused because the device was out of calibration. Replaced downstream sensor as a precaution.

Event description:
Additional information was received which indicated that the event occurred during calibration. There was no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications and passed test. Performed pump on the pressure station and test passed. However, multiple no disposable messages were found in the event history log that could have been caused because the device was out of calibration. Replaced downstream sensor as a precaution.

Event description:
Additional information was received which indicated that the event occurred during calibration. There was no patient involvement.